Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed atrial fibrillation resulting in rapid ventricular rates, the implantable cardioverter defibrillator (ICD) misinterpreted the signal for true ventricular tachycardia and delivered inappropriate atp and shock. Programming changes were performed to resolve the issue. The patient condition was stable.